Event description:
New information noted that the lead was explanted.

Manufacturer narrative:
Mandatory medwatch form was received.

Event description:
It was reported that high ventricular pacing lead impedance was observed. There were no reproducible lead anomalies with the performance of isometrics and pocket manipulation. The physician opted to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.